Manufacturer narrative:
Investigation description. Complaint was confirmed through engineering logs. Although alert 38 could not be duplicated, logs indicated the alert multiple times. Upon inspection of interior components of the device, no abnormalities were observed. The cause for the issue could not be determined.

Event description:
It was reported that the ilet delivered an alert 38 indicating consecutive stalled motor events, initially cleared by a forced restart but subsequently recurring, and the user reported a blood glucose of 309 mg/dl; a replacement ilet was arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.